Manufacturer narrative:
The ge service rep conducted an onsite investigation. The high voltage cable, the interconnect cable and the temperature sensor were replaced. The system was tested and operates as intended.

Event description:
The customer reported that the system would not perform fluoroscopy. No pt injury was reported.